Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7300656. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our engineers reviewed the device submitted but was unable to observe any evidence of the reported foreign material in the unit provided. Unfortunately without the ability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the bd nexiva closed IV catheter system ¿ single port with maxzero¿ needleless connector 24 ga 0.56 in (0.7 x 14 mm) experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 383550. Batch no: 7300656. Per customer email: I received a call this afternoon from a user facility with a concern regarding material 383550. The nurse states that when they were using the butterfly on the patient there was a yellow plastic material by the wings of the product. Not knowing what they plastic material was, they removed the product from the patient and have set it aside to have it reviewed by bd.

Manufacturer narrative:
Medical device brand name: bd nexiva closed IV catheter system single port with maxzero¿ needleless connector 24 ga 0.56 in (0.7 x 14 mm). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva closed IV catheter system single port with maxzero¿ needleless connector 24 ga 0.56 in (0.7 x 14 mm) experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 383550; batch no: 7300656. Per customer email: I received a call this afternoon from a user facility with a concern regarding material 383550. The nurse states that when they were using the butterfly on the patient there was a yellow plastic material by the wings of the product. Not knowing what they plastic material was, they removed the product from the patient and have set it aside to have it reviewed by bd.